Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, the first few pins of both the reload reported popped out and the stapler didn't continue firing. The staple line was incomplete in the proximal part. Another device was used to resolve the issue. No patient injury.